Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock in more than a single episode. Review of the stored episodes noted a clear morphology change/variable morphology. Review of stored device data noted the patient had a history of atrial fibrillation (af) with variable morphologies as well as variable r-r intervals. Technical services (ts) discussed finding out what the patient was doing at the time of the stored episodes and discussed the option of completing an exercise stress test (est) to evaluate morphology for any changes or variability. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.